Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed an occurrence of a "cassette not attached properly" alarm. Functional testing involved attaching a cassette onto the pump and showed that the pump duplicated the reported alarm. The investigation determined that fluid ingression was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed a "cassette not attached properly" alarm. No adverse effects were reported.

Manufacturer narrative:
Additional information: a1, h6, h10. Information was received on 03/20/2020 indicating that there was no patient involvement in this event.